Event description:
It was reported that denture wouldn't fit. Implant had to be removed / sat too laterally. New implant placed toward lingual. Tooth #27.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) tsvtb13, (imp,tsv,3.7,13,mtx,mg) for evaluation. Visual evaluation / functional test was performed, no damage that would cause or contribute to the event. Markings due to the removal process. Drive feature has no signs of damage and mount/screw engaged as intended. No malfunction. DHR review was completed for the subject lot number 1265729. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1265729 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.